Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated they experienced inaccurate values that required them to be taken to the emergency department for evaluation of a fast-rising blood glucose, reported diabetic ketoacidosis (dka) and concerned that the elevated bg was associated with covid-19. It was reported that the patient made a treatment decision based upon the cgm value of 175 mg/dl. The bg value at the time of the treatment decision was 499 mg/dl. A bg value of 275 mg/dl was documented but it is unknown when the bg was taken; if it was prior to the rapid rise in bg or after treatment. At the time of report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.